Event description:
The customer reported via phone call that they were visited to emergency room due to high blood glucose on (B)(6) 2022. Blood glucose level at the time of the incident was 600 mg/dl treated with intravenous insulin infusion. Customer had symptoms related to the event was feeling sick, unwell, flu like, headache, increased thirst, stomach ache. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Insulin pump had crack top of the battery cap and plastic missing. Customer did test for ketones and found some ketones. Customers last blood glucose reading was 131 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
On (B)(6) 2022 (per customer notes) the customer was hospitalized for high blood glucoses. Customer stated the insulin pump has damage at the top of the battery cap. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0873 inches. The stop (idle) current and run current measurement tests are within specification. The insulin pump also passed self test, off no power alarm test and a21 error test. The following were noted during visual inspection: broken battery tube threads and cracked reservoir tube lip. No damage noted on the original battery cap. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The insulin pump passed the functional testing. Unable to confirm alleged high blood glucoses. No damage noted on the original battery cap. The insulin pump had broken battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.